Event description:
The customer reported that during power up in preparation for use on a pt the unit generated on "electrical test failure code #58 (power-up vent test failed). Alarm. The pump was replaced and therapy was initiated. No pt injury reported.

Manufacturer narrative:
The company representative verified "electrical test failure code #58" (power-up vent test failure) in the fault log. The company representative replaced the drive manifold assembly (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).